Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent acdf c4-5, c5-6, c6-7 using rhbmp-2/acs, local morcelized autograft, and an interbody spacer. Post-op, the patient developed dysphagia, chronic pain in limbs and nerve damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion where rhbmp-2/acs was implanted wiht a metal cage. The patient's post-operative period was marked by pain. Following the surgery, the patient suffered from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, and difficulty gripping and holding items, and chronic pain. The patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of cervical stenosis, c4-c7, with right-sided herniated nucleus pulposus c4-5, c5-6. The patient underwent following procedure: c4-c5, c5-6, c6-c7 anterior cervical microdiskectomy , c4-c5, c5-c6, c6-c7 interbody arthrodesis with interbody device, local morselized autograft and bone morphogenetic protein, and c4, c5, c6, c7 anterior cervical plate with the use of the translational plate , intraoperative microscope. Per op-notes, ¿¿the inferior endplate of c4 and superior endplate of c5 were cleared of cartilaginous disk in preparation for arthrodesis. For this, an 8-mm spacer filled with bmp and local morcellized autograft was positioned... For arthrodesis, the patient had a 7-mm spacer filled with bmp and local morcellized autograft placed at c5-6, and a 9-mm spacer filled with bmp and local morselized autograft was placed at c6-7 ... A 67.5 mm translational plate was verified for length. Position of the plate was verified under lateral c-arm fluoroscopy...¿